Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.5 cm in diameter; the aortic neck 19 mm in diameter for the 12 mm in length of the aortic neck. The vessel morphology was reported as severe calcification and moderate tortuosity and there was 20 degree angulation in the aortic neck. The stent grafts were implanted upon final angiogram there was a proximal type I endoleak present, due to calcification in the aortic neck. The physician elected to implant an aneurx aortic cuff the endoleak decreased; however, did not completely resolve. The physician elected to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results/conclusions: (calcified aortic neck).